Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the proximal to mid left anterior descending artery. A 2.50x32mm promus element plus drug-eluting stent was deployed to treat the lesion. However, during the procedure, a dissection was found in proximal part. A 2.75x16mm promus element plus drug-eluting stent was then deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.